Manufacturer narrative:
No product has been returned for evaluation as it was returned to (B)(6). As per report x-ray images revealed a pin break and cold welding between the housing tube and distraction rod. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2019. As per the reporter, the rods were removed for final fusion.